Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2016 and an unspecified bard/davol sepramesh composite ip (device #1 and device #2) on (B)(6) 2016 and (B)(6) 2017. It is also alleged by patient's attorney that on (B)(6) 2017, the patient had unspecified injuries related to a defect in the sepramesh composite ip (device #1 and device #2), and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the two (2) sepramesh composite ip (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."